Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/lobectomy, the insulation of the jaws got disengaged while cleaning the jaws with wet gauze. There is no tissue damage and nothing fell into patients cavity. New device was opened to continue the procedure. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the blue heat shrink insulator be scratched. The ptfe insulator had disengaged form the electrode. The insulator was returned with the electrode. Inspection found the blue insulation was scratched. The ptfe insulator had disengaged and was returned with the electrode. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation disengage. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instruction for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.